Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed that the power supply was switched off. Upon troubleshooting, fse checked the power at the incoming wall breaker and found there was no power. Fse identified that the facility power breaker had tripped, likely from a facility power event. Fse reset the breaker within the facility and powered on the system. Upon power-up, geometry movements were unavailable due to the safety line being activated. Fse found the table drape over-table controls were causing a safety line fault. The philips engineer successfully powered up the system by removing drapes from the controllers. After which, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The facility power breaker had tripped, likely from a facility power event, because of which the system was not powered on and the philips system did not malfunction. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.